Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for call was the pt reported they are not feeling stimulation when they are standing or sitting for the last 2-3 days. Patient stated they are not sure if they have adaptative stim enabled. Patient stated they think they need calibration. Patient stated they were not feeling stimulation anywhere in their body. Patient mentioned they have an appointment on (B)(6) 2026. Agent asked patient to connect with the controller and controller showed implanted neurostimulator 100%, controller 70% charged and recharging excellent. Patient service asked patient if they had falls or trauma and patient said no. Agent assisted patient with navigating the controller to check the group it was on and there is no adaptive stim feature. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
No new information.

Manufacturer narrative:
H6: annex f coding updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.